Event description:
The physician used the cassi ii rotational core biopsy system for a ultrasound guided breast core biopsy on a dense, 4cm mass he felt was a cancer. The needle tip broke off when sampling the lesion. There were no reports of additional complications from the biopsy procedure. Post-biopsy mammogram images were obtained which confirmed needle location. The patient will have surgery to remove her cancer and the needle tip will be removed at that time.

Manufacturer narrative:
Device was discarded and evaluation was not possible. The IFU states, "unusual force applied to the needle/device, particularly during insertion, could bend and damage the needle. If collecting multiple tissue/lesion samples, inspect the securing needle and cutting cannula for damaged point, bent shaft, or other imperfections, after each sample is removed. Do not use if any damage is noted".